Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 23.8-24.4cm from the connector pin, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.